Event description:
Pump reported to be set to deliver 558 mls of chemotherapy solution over a 24 hr time period. The pump delivered 3 to 4 hrs sooner than expected. This occurred twice on the same pt with the same pump. No pt injury resulted in both instances. The pt was terminal and has since passed away. The death was unrelated to the incident.